Event description:
The pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "won't read cassette and run." No tracking information was provided; therefore, a specific pt information, pump programming, or event details were not available. During testing at the user facility, after a cssette was loaded and the door closed, the pump visually alarmed for "cassette" without sounding an audible alarm. There were no reports of any adverse pt effects while the device was in clinical use. Thoigh requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination. Also, the control knob gasket was found to be worn.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been recieved. This report represents all the information known by the reporter upon query by hospira personnel.